Event description:
It was reported that the handpiece of the harmonic scalpel would not shut off when activated. There was no patient injury and only a slight delay in the case to get a new harmonic handpiece.

Manufacturer narrative:
Final device investigation showed that the "max" button would stay "on" and beep when the handle was released. The blade would activate and stay "hot" during the beeping.